Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a battery failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a battery failure occurred. The unit was sent to bench repair. Bench repair is currently pending.

Manufacturer narrative:
It was reported that a battery failure occurred. The unit was sent to bench repair. A quote was sent to the customer for bench repair but later discontinued due no response from the customer. A quote was sent to the customer for bench repair but later discontinued due no response from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.